Event description:
A family member reported that the keypad buttons have been intermittently unresponsive for the past six months. She confirmed that there is no visible damage to the keypad; stated that the patient wears the pump on her belt; and denied cleaning the pump.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a stripped battery cap and that the pump serial number sticker was removed, which has no effect on insulin delivery function. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.